Manufacturer narrative:
During a coil embolization of a meningioma, the envoy guiding catheter (67025690) was placed in the common carotid artery and slight leakage was noted at the connection of the hub and strain relief when angiography was attempted. The procedure was continued with advancement of a transit 2 microcatheter in the guiding catheter. The leakage became worse when roadmap image was attempted and a clear image could not be obtained. All systems were removed together and the procedure was completed with other products without patient injury. There was no calcification, no tortuosity in the target vessel. The product was new. During prep, no damages were noticed on any section of the catheter. Prior to inserting in the patient or any other time, the product was not exposed to any sharp objects. During positioning of the catheter at the target site, extra torque was not applied to position the catheter. There were no issues with the transit microcatheter. After removal from the patient, the catheter remained in one piece. One non sterile unit of envoy 6 f 070 was received coiled in a plastic bag. No anomalies were detected during the visual inspection. Functional analysis was performed flushing the catheter several times according to specification and no leakages were detected in the connection of hub and strain relief and no leakages were detected from any part of the catheter body/shaft. The ID band was removed from catheter in order to verify the hub/strain relief junction for possible damages and no damages were detected. Review of the manufacturing documentation associated with this lot, presented no issues during the manufacturing process that can be related to the reported complaint. Controls are in place to verify the catheter for leakages; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the guiding catheter assembly process operations. The cause of the reported event cannot be determined based on the available information; however it appears to be related to procedural factors. The reported guide catheter leakage was not confirmed; no leakage was observed during flushing with functional analysis. There are no manufacturing issues or device malfunctions related to the event. Therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15105320 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were issued for this lot 15105320. The hydrostatic test results were reviewed and no anomalies were found. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure for a meningioma, the product (670-256-90, complaint product) was placed in (cca) common carotid artery and angiography was attempted, slight leakage was noted in the connection of hub and strain relief. The procedure was continued and the microcatheter (transit 2, detail unknown) was advanced in the guiding catheter. When the roadmap image was attempted, the leakage became worse and the image could not be shown clearly. All the systems were removed altogether. The procedure was completed using other products without any patient injury. There was no calcification, no tortuosity in the target vessel. The product was new. During prep, no damages were noticed on any section of the catheter. Prior to inserting in the patient or any other time, the product was not exposed to any sharp objects. During positioning of the catheter at the target site, extra torque was not applied to position the catheter. There were no issues with the transit microcatheter. After removal from the patient, the catheter remained in one piece.